Manufacturer narrative:
Investigation included remote troubleshooting and user education by support personnel. Investigation of this case revealed a malfunction of the device interface consistent with a nonfunctional sleep/wake control. It was concluded that the device experienced a hardware malfunction of the sleep/wake button and that replacement was warranted.

Event description:
It was reported that the device¿s sleep/wake button became unresponsive, preventing the user from accessing meal announcements, performing supply changes, and responding to alerts. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy on an alternative insulin method without clinical sequelae.